Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A lot/serial number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The insulation on the hp cord was separated at the proximal end from the pigtail connector exposing the internal wires. Based on the returned condition of the device the reported complaint was confirmed for the reported failure "break".

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, when removing the dc extension cable, the insulation on the cord separated from the plug housing exposing the internal wires. They felt this condition was unsafe to reuse the cord. They cleaned the cord and removed it from service. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that post use an endoscopic vein harvesting procedure, when removing the dc extension cable, the insulation on the cord separated from the plug housing exposing the internal wires. They felt this condition was unsafe to reuse the cord. They cleaned the cord and removed it from service. The hospital did not report any patient effects.